Event description:
Reportedly, the smartview connect displays 'just a moment' as an error message.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was confirmed: the device starts but remains blocked, and the screen displays the message ¿just a moment¿. The only way to turn off the device is to remove the battery. Analysis revealed that the observed issue occurred before the application was launched. Therefore, the exact root-cause could not be determined with certainty but could be due to a hardware malfunction. This case is recorded for trend purposes.

Event description:
Reportedly, the smartview connect displays 'just a moment' as an error message.